Manufacturer narrative:
A complete lead was returned in one piece. The field reports of a stuck guidewire and lead damage were confirmed while the field report of lead fracture was not confirmed. The connector pin was found pulled out of the connector assembly consistent with excessive forces during the repositioning of the lead procedure. The cap was found in place and intact in the connector assembly. The ptfe coating of the stylet was found bunched up/clogged inside the inner coil distal to connector pin which likely caused the stuck guidewire and damage reported in the field. Visual inspection of the lead did not find any lead fracture. Electrical testing did not find any indication of conductor fractures or internal shorts. The measured s-curve hump height was within specification.

Event description:
During an unrelated abbott lead procedure, a left ventricular lead dislodgement was observed. The lv lead was repositioned but became fractured at the proximal end as the guidewire became stuck during removal. The damaged lv lead was explanted and replaced. There were no patient consequences.